Event description:
During attempted implant, the lead could not be successfully secured in the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of the ventricular setscrew could not be tightened was confirmed. Analysis revealed the user of the torque wrench was partially inserting the wrench into the inset of the setscrew. This caused the stripping of the setscrew inset. The setscrew cannot be tightened when it is being stripped. No device anomalies were found. The setscrew problem was consistent with having occurred during the procedure.